Event description:
It was reported that the device was explanted ¿ten years¿ prior but the lead was left in. There were no other details like why the device was explanted. The patient had the device explanted ¿close to ten years ago¿, which would have been prior to implant. It was later reported and clarified that the patient had the stimulator removed in (B)(6) 2012, not ten years prior. The generator was removed but the leads were left in. The reason appeared to be that the patient had a rash over their body and the patient¿s healthcare provider (hcp) was concerned the patient had some sort of ongoing infection. The device was removed prophylactically while the patient was treated with antibiotics. The patient was seen at the healthcare provider (hcp) office on (B)(6) 2012. This office visit was for follow up of anterior cervical discectomy and fusion (acdf) with bank bone grafting and plating at c6-7 performed by the hcp on (B)(6) 2010. At that time, the patient had consideration of the removal of the stimulator that was implanted due to the patient¿s chronic ongoing lumbar difficulties that were the result of a work related injury. The stimulator was placed in (B)(6) 2008. The patient had not utilized the stimulator over the last 4 years prior to the office visit in (B)(6) 2012 as it slowly became ineffective. The patient had considered having the stimulator removed in the past but had not pursued the removal as it did not bother the patient. Several weeks prior, the patient had developed a diffuse rash over their extremities and trunk. The patient was evaluated by the hcp and dermatology. It was felt that the rash was likely occurring due to some type of infection. The patient was placed on keflex and the rash went away. The patient reported some skin scrapings were completed but the results of those tests were not available. Due to the possibility of an ongoing infection it was recommended by the hcp to have the stimulator removed just in case it was involved the infection or became involved in the infection in the future. The patient continued to have chronic low back and bilateral lower extremity pain which was diffuse in nature. The patient¿s symptoms had not changed in many years and controlled their symptoms with medication regimen including narcotics and muscle relaxants. The patient had the implantation of the stimulator on (B)(6) 2007. The surgical site of the left anterior cervical, right lower quadrant of the abdomen and lumbar surgical incisions was well healed with satisfactory cosmetic results. There was no erythema or drainage about the incision site. The patient had lost their voice one week, about two weeks prior, and it resolved with time; no reports of difficulties swallowing. The patient had neck pain, no right arm pain, and stable lumbar and right leg pain. On the initial office visit, the patient¿s pain was rated at 8 out of 10. There was no right arm numbness. The patients gait was non antalgic. Examination of the spine, ribs, and pelvis revealed tenderness of the lumbar spine. Examination of the spine, ribs, and pelvis revealed straight leg raise was negative bilateral. There was no limitation of motion. The patient had partial corectomy of c6-7 with arthrodesis and anterior fixation on (B)(6) 2010. The patient elected to proceed with the removal of the generator. The patient was tentatively scheduled for surgery on (B)(6) 2012. They ordered a chest x-ray to be performed. The patient had a local reaction to the generator casing that was unlikely as an etiology of their dermatological symptoms and that removal of exhausted generator may not resolve the symptoms. The removal of the leads carried risks great than expected benefit and the leads would be allowed to remain in. No reactive tissue was noted about the generator. No discoloration of the generator pocket or metallic corrosion was noted. No significant fluid was evolved between the generator casing and the scar envelope of the generator. The leads were divided immediately proximal to the clamp and the lead ends were coated with cyanoacrylate glue to shield the metallic contents of the leads form the local area in light of the patient¿s potential allergic reaction in the unknown portions of the generator. At the time of the explant, the leads were allowed to drop back into the generator pocket and the pocket was closed. It was noted that the patient was disabled. Post-operative, they exhausted the manufacturer generator with possible evolution of allergic reaction to constituents of the generator exterior. A return appointment was scheduled 10 to 14 days post-operative. The patient was going to be getting an MRI with the area to be scanned was the knee. This was occur ing at the time of the report, (B)(6) 2015. The MRI was not to diagnose an issue with the patient¿s device or therapy. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).